Event description:
Physician had already completed multiple runs of rotational atherectomy using the rotapro rotational atherectomy product. After removing the device in the normal fashion, it was not behaving as usual once outside the body on the case in question. Basically it was fused to the wire and physician had significant difficulty removing it from the wire. Ultimately they were able to get it off using dynaglide and then wet gauze. Once removed from the wire the burr fell apart from the drive shaft. It had already been used inside the patient and behaved normally up until then. Physician had not used it in any different fashion than typical atherectomy cases.